Manufacturer narrative:
Patient described headache and shoulder pain. Patient was seen by the duty doctor at the time and was declared fit to go home. Patient contacted on (B)(6) 2014 for an update and her symptoms had resolved. Two staff members were also affected. First, the radiographer, who is off sick due to a muscle injury directly resulting from taking the majority of the weight of the table and patient (approximately (B)(6) kg). Second, a clinical support worker had initial complaints of hip and back pain but has since returned to work. Reference no.: (B)(4).

Event description:
While moving the bed out to unload a patient at the conclusion of a scan, one of the rails of the portable horizontal four-legged patient table detached and one side of the bed, which was no longer supported, fell to the floor with the patient. The radiographer tried to support the bed to lessen the force of the fall.